Manufacturer narrative:
The insulin pump passed the functional testing including the self test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No unexpected unit turn off anomaly noted during our testing. All operating currents are within specification. No moisture damage was found on the electronic stack, motor, battery tube and vibrator assembly. However, the insulin pump was received with cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture for milk being spilled on the device. The customer had a blood glucose level was unknown at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.